Event description:
The patient reported that far her best results have been on the high stress urges and frequency and when these urges hit it was like 4-5 urges in an hour so luckily that has gone down to probably 2-3 hours at a time. Patient started at 2.0 and moved it up to 2.7, it felt good and her times per day are going down from about 20 to 11-12 times a day. The patient stated she was still getting up 4 times a night and was wondering if there was anything manufacturer would. The patient had a follow up with her doctor and he recommended she discuss her questions with manufacturer. Patient stated she was feeling "100 percent better" because she was not having pressure and pains and bloating but she was also still having a "little bit more frequency" however patient clarified the frequency was not getting worse, it was less overall but she was having twitches and little jerky pains down there, which she also had prior to implant and for the last couple of years have tested for a possible bladder infection but they haven't found anything. When the interstim was put in, in the first week after implant she had those kinds of all the time and then they just went away and now she hasn't had that. Patient indicated prior to implant she had to get up 5-6 times during a movie and she was still 2-3 hours apart but because she was not having all these urges and other effects she was having to her that was well over 50% and because of her comfort she knew she was ok and can wait the extra 30 minutes and did not have to make emergency stops. Patient was wondering if she could still get more improvement in terms of lengthening the time between trips to the bathroom. Patient also mentioned so far with the implanted interstim she has not felt the stim sensation after increasing amplitude but felt it during trial. Patient wondered how far amplitude goes up. Patient confirmed she was certainly getting more than 50% reduction of symptoms. Patient reported the strong urges have relaxed and the number of times and different variety of when these things hit. Patient was wondering if she can keep increasing amplitude. Additional information reported 3 weeks later indicated that patient was not getting good frequency and still going 15-17 times a day and was at program 2 @2.0v with the constant need to. Patient stated she was having twitching pain and pinching and possible bladder infection but she was working with her health care provider. The patient was assisted in changing program to 1 at 3.5v. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received : it was reported that the patient was looking to touch base with the patient services department because they had not done so since the middle of (B)(6). Patient said they were still averaging the same amount of frequency or maybe a little lower. Patient reported that they were having some pains but those had gone away. Patient mentioned that when they had the pain they cut it back a couple of points and a few weeks later , when they tried it they changed it. Patient reported that they were on p1 and playing with settings and each time they were praying that the pain did not come back. Patient mentioned that on the (B)(6) they changed from p2 to p1 and since then they had been doing better and had not had any pains or trouble going to the bathroom. Patient further stated that they still had frequency and was still probably averaging 14-15 times per day. Patient reported that over this past month or 2 they had increased stimulation and just changed 3.8v to 4.1v on p1. Patient said they were calling because they were wondering what our thoughts were, and also stated that they were going to call the health care provider (hcp) and see what he thought. Patient reported tha t they seemed to be doing ok and was experiencing a slight lowering of their symptoms, and wanted to know if they were making the right steps. Patient reported the real bad urgencies they were having had stemmed down just a little or had toned down just a little, and they were pleased with that. Patient clarified that they were not making allegations about the therapy not working for their symptoms at this point. Patient said that the number of times was down a day from 16-20 times to now 14-16 times and they stated that they were glad they did it. It was reviewed with caller that device was capable of adjusting stimulation up to 8.5v but reviewed limits can be set by the hcp. The role of hcp and patient services in patient's care was reviewed and that patient services agents do not have medical training so if patient was having a medical issue, it was best to discuss with hcp. No further patient complications were reported/ anticipated as a result of this event.